Event description:
Customer's spouse reported a black screen and not being able to lower the tone on the insulin pump. Customer also reported difficulty feeling the vibrate and hearing the beep during sleep. It was also reported that there is a big difference between the sensor glucose values and the blood glucose values. Customer stated that the insulin pump alarmed low sensor glucose value of 54 mg/dl and when they checked their blood glucose the reading was 154 mg/dl. Customer also mentioned weak signal on the insulin pump. Customer's current blood glucose reading is around 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.